Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 11, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues were observed. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section b3: date of event: unknown/not provided. The best estimate date is between jun 9, 2025 and oct 6, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted from the patient's right eye due to "wrong power". It is unknown if the patient had a loss of 2 or more lines of best spectacle corrected visual acuity (bscva). Another johnson and johnson iol was implanted as replacement (diu375 21.0 diopter). There was no patient injury. No unplanned surgical intervention was required. It is unknown if medication outside the standard of care was prescribed. There are no planned surgical interventions. The patient¿s outcome initially reported as fine; however later it was indicated to be unknown and it is unknown if the replacement lens improved or resolved the patient's symptoms. There is no information available regarding whether the incorrect lens power was due to a calculation error or a use error. It was confirmed that the lens did not malfunction, its power matched the intended specification, and the device did not cause or contribute to the event. No further information was provided.